Event description:
It was reported that the user experienced a high glucose event with a blood glucose value of 369, after which the ilet delivered correction and the glucose level improved; the user was unsure of the cause and no device-specific malfunction or component issue was identified. Symptoms included hyperglycemia, shaking or tremors, and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.